Event description:
It was reported that patient underwent a revision surgery with revision to a constrained liner due to dislocation(s) and that liner was not locked into the shell.

Manufacturer narrative:
(B)(4).